Event description:
It was reported that during a routine device change out the left ventricular lead was noted to exhibit loss of capture. The lead was capped and replaced successfully. The patient did well post procedure and was sent home.

Manufacturer narrative:
(B)(4).